Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that "charging is not happening" on the heartstart xl. There was no report of patient involvement.